Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the facility personnel incorrectly performed peritoneal dialysis therapy and did not maintain a clean dialysis environment. The peritonitis was manifested by cloudy effluent and abdominal pain. The patient was hospitalized for the peritonitis event. Beginning on the day of hospital admission and continuing on unreported date(s), the patient was treated with unspecified intraperitoneal and intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was temporarily discontinued. At the time of this report the patient had resumed peritoneal dialysis therapy. After nine days of hospitalization, the patient was discharged. The patient was reported to have recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Additional information was requested, but is not available at this time.